Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-may-2022 to 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that none of the drawer¿s lights were lit up. A field service engineer found medstation drawer lights, hh cubie drawers had their drawer none on, shut down the station, disconnected and reconnected devices, rebooted to resolve the issue. After logging in and testing hardware, all drawers and doors worked, and errors were cleared. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that every drawer of a bd pyxis medstation es system failed and displayed "not detected on bus" error when attempting to recover in the surgery unit. Customer stated that the affected station was the only dispensing device in the facility and could affect the workflow if it is unavailable. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that none of the drawers lights were lit up. A field service engineer reconnected cables on the communication sled and docking board and rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawers failed and displaying "not detected on bus" error when attempted to recover in the surgery unit. Customer stated that the affected station was the only dispensing device in the facility and could affect the workflow if it is malfunctioned. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.